Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced dizziness and was noted to be presyncopal. The event monitor showed pauses in pacing which were determined to be normal device operation in mvp mode. The device was reprogrammed and remains in use. Since the reprogramming, the patient has reported feeling "weird" heart rhythms, but the device was found to be functioning normally. No further patient complications have been reported as a result of this event.